Event description:
Reportedly, approximately two years post implantation, noise is observed in the episode recordings during rin clinic follow-up performed. The noise occurred simultaneously in both the atrial and ventricular channels.